Event description:
It was reported that the pt received a durom u.s. Acetabular component 50/44 j on (B)(6) 2008 and experienced pain on the left hip. The pt is currently being monitored due to loosening of the durom component and pain.

Manufacturer narrative:
Since the pt has not been revised the manufacturer will not receive the products for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction on july 2008. Should additional info become available and/or the device be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4)considers this case as closed. Zimmer's reference number of this file is (B)(4).